Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. All the aus components were removed and replaced with a new aus system. Upon removal, a leak in the tubing was identified, between incision sites. The patient is recovering form surgery.

Manufacturer narrative:
E1: initial reporter facility name included. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 800 device was visually and microscopically examined. Product analysis identified a fluid leak in the balloon kink resistant tubing (krt). The damage extended down to the filament. The fluid leak was attributed to input tube wear and fatigue. The complaint allegation was confirmed for fluid loss. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 800 device was visually and microscopically examined. Product analysis identified a fluid leak in the balloon kink resistant tubing (krt). The damage extended down to the filament. The fluid leak was attributed to input tube wear and fatigue. The complaint allegation was confirmed for fluid loss. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to leakage on the tubing. All the aus components were removed and replaced with a new aus system. The patient is recovering form surgery. The explanted items will be available for returned. No more information is available at the moment. Additional information received. The patient has his aus implanted in august 2019. He still had incontinent issues. When the device was removed, there was a leak in the tubing, between incision sites.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000300981, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000294760, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to leakage on the tubing. All the aus components were removed and replaced with a new aus system. The patient is recovering form surgery. The explanted items will be available for returned. No more information is available at the moment. Additional information received. The patient has his aus implanted in (B)(6) 2019. He still had incontinent issues. When the device was removed, there was a leak in the tubing, between incision sites.